Event description:
From clinical trial study organizer: it was reported that the device was in use with a pt for infusion on idursulfase-it (10mg monthly). The device was implanted on (B)(6)-2012 and treatment commenced (B)(6) 2012. After two years in use, the final dose was given to the pt (B)(6) 2014. The device was removed from the pt (B)(6)-2014; the user facility reported to observe a break in the catheter near the portal connection. It is unk if the issue was identified prior to, or after, device removal. Further info has been requested, but none has been received at this time. No adverse effects to the pt were reported.

Manufacturer narrative:
MFR completed entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.